Manufacturer narrative:
Investigation is pending at the time of filing initial MDR. A f/u report will be filed when investigation is complete.

Event description:
Bloodlines developed a split on venous side between dialyzer and venous air chamber. Pt noticed blood leaking and notified staff. Pt was removed from treatment and bloodlines removed from machine. Machine did not alarm and was removed from floor for equipment tech to check. Blood in the venous portion of the tubing set was discarded resulting ebl = 100cc. The actual complaint sample was returned to MFR for evaluation. No pt injury or need for medical intervention is reported. This MDR is filed for blood loss only.